Event description:
The customer states, has on-going issues with erratic results and imprecision with the architect troponin-I assay. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.